Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty two (2) years and seven (7) months ago. Subsequently, the patient underwent a revision surgery approximately three (3) weeks ago due to the glenosphere disassociating from the baseplate.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00516 d10: medical products: item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 161320 item#: 110031399, mini tray std cocr +0 offset; lot#: 65118439 item#: 110031420, cr prolong 36mm brng +3 ret; lot#: 64673379 h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: d9; h6. H6: component codes: mechanical g04 head. Visual examination of the returned product identified that the glenosphere shows signs of use with scratches on the polished surface. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a reverse type left shoulder arthroplasty is present. The glenosphere is displaced from the baseplate medially. The baseplate fixation screws are not well visualized. The humeral implant appears unremarkable. Implant fit appears maintained. There is malalignment secondary to glenosphere displacement as noted. Bone quality is osteopenic. No other anatomical or implant failures are identified that would lead to revision. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.